Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient's husband contacted dexcom on (B)(6) 2016 to report that the patient experienced no audio output from the receiver and a hypoglycemic event on (B)(6) 2016. The patient had a low blood glucose value of 36mg/dl and the receiver did not beep. Patient's husband administered glucagon and called emergency medical services (ems). When ems arrived, they administered some IV fluids and made sure the patient was stable before they left. Additionally, the patient's husband tested the receiver's audio function and it did not beep. At the time of contact, it was reported that the patient was fine. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was performed and speaker did not sound. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker.